Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The tip of a catheter from a lumbar catheter accessory kit (lcak) broke off into the pt during removal of the catheter. A neurosurgeon removed the broken tip and there is no known pt injury. Add'l clinical info has been requested.